Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The analyst noted that the lead was returned with the helix fully retracted. Helix could be extended and retracted. Turns to extend and retract of helix were within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead there was placement difficulty, high impedance, undefined impedance, and after forty turns it became impossible to extend the helix and fixate the lead. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.